Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that two months after the pocket revision (already captured in related (B)(4)) in 2017, the patient was in an accident and developed a hematoma under the battery. Patient further explained the hematoma made the battery to push toward the surface of the skin and made the pocket site to be painful. It was also reported that the patient lost additional 10 pounds after the first battery revision . As for troubleshooting, the ins battery was moved to the opposite side of the body and a new pocket was created and the issue was resolved. It was also stated that the lead were tested for impedance and motor response and they were in good shape. No further complications were noted or anticipated. Refer to (B)(4) for related event: vertigo, tinnitus; pocket issues.